Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history records show the product was released per specifications. The customer returned one used sample and two unopened samples. The returned samples were visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned samples met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failed during surgery. The cassette was replaced and the procedure was completed with no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.